Event description:
The field service representative (fsr) reported that while troubleshooting the reported issue on MDR #1828100-2015-00535, he noticed a "dripping" leak on outflow valve #5. There was no patient involvement.

Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed the reported issue. The fsr replaced the tee connectors at the output of valves 5 and 6. The fsr completed preventive maintenance (pm) and performed functional tests of all modes of operation. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00535.